Event description:
The resident was transferred into chair without problem apparently while in the chair (for approx. One hr), she pushed on the site of the chair and caused the pliable side to move over exposing two clips that held the side in place. One or both of those clips went into her forearm. She is unable to tell us her needs and for some unknown amt of time moved her arm back and forth causing a large tear in her arm through sub-q tissue.